Event description:
Patient's daughter contacted dexcom technical support on (B)(6) 2015 to report intermittent audio output from the receiver that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The receiver data log was reviewed on 07/15/2015. The complaint of intermittent audio output could not be confirmed.